Manufacturer narrative:
The complainant was unable to provide the suspect device lot number and model number; therefore, the device manufacture date and expiration date are unknown. A visual inspection of the returned device during analysis reveals two kinks on the working length of the wire. The ptfe jacket is sliced and torn exposing the core wire. Although clinical factors may have contributed to the event, the exact cause and/or circumstances under which the failure occurred cannot be determined at this time based on the complaint information and the evidence presented by the guide wire. The failure mode of kinked or bent guidewire is an anticipated failure of this device associated with the use and/or handling of the device. The exact root cause and/or circumstances under which the kinks/bends occur cannot be determined based on the return product analysis. All guidewires are inspected 100% for kinks or bends prior to packaging and shipment of the devices.

Event description:
It was reported to boston scientific corporation in 2007, that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male patient in 2007, (patient weight unknown). According to the complainant, during withdrawal of the jagwire the cover of the device broke. Another jagwire was used to successfully complete the procedure. It is unknown if any of the device detached inside of the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."